Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) with dilation assisted stone extraction (dase) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the balloon ruptured at 8 atm and caused bleeding in the ampulla. Reportedly, the bleeding eventually stopped after flushing water. The procedure was rescheduled due to this event.

Manufacturer narrative:
Problem code 1074 captures the reportable event of balloon burst. A visual examination of the complaint device revealed that the balloon was broken as it was not fully attached to the catheter, and the guidewire was separated from the catheter. It was also noted that the guidewire was kinked and the distal part of the catheter including the balloon was cut. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. Functional analysis was unable to be confirmed due to the condition of the device. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) with dilation assisted stone extraction (dase) procedure performed on (B)(4) 2018. According to the complainant, during the procedure, it was noted that the balloon ruptured at 8 atm and caused bleeding in the ampulla. Reportedly, the bleeding eventually stopped after flushing water. The procedure was rescheduled due to this event.